Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hernia repair- "the surgeon used a needleholder with a needle and suture. When he put in the instrument through the trocar he noted that a plastic part fall into the abdomen. The fragment was recovered by the surgeon and is located at my home address. There is no more material in the patient." Patient status- "the patient is ok."

Manufacturer narrative:
The full UDI number for this device could not be provided as the customer did not provide a lot number. Correction - catalog# : 101406701 investigation summary: the event unit was not returned for evaluation; however, additional information regarding the incident was provided by the customer and indicated the plastic fragment described in the customer experience was part of the shield. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The exact root cause of the incident is unknown; however, based on the incident description and the information provided by the customer, the damage to the shield was likely caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Although the root cause of your experience could not be determined, engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.